Event description:
The device was used during a laparoscopic nissen. Reportedly, two needles broke. The surgeon was able to retrieve one and applied another device to complete the procedure. The hospital has reported no patient injury occurred.